Manufacturer narrative:
D.2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the spring popped out into two pieces during activation. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photos were evaluated and a device with the spring popping out of the front barrel and stuck under the wing of the device was observed. Additionally, 30 retain samples were subjected to functional testing to assess spring pop out during use and the issue was not observed. Also, the retained samples of 30 sets were subjected to retraction lockout testing and all samples were able to be activated properly with no spring pop out or other defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: spring pop off during use. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the spring popped out into two pieces during activation. No patient or user impact reported.